Event description:
On (B)(6) 2023 a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2023 the patient experienced high levels of inflammation markers in the blood and a reddened stoma, which required intravenous cephalexin and prolonged hospitalization. On (B)(6) 2023 the patient was discharged from the hospital.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.